Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, was reported that the customer's cartridge was removed while the case was being taken off. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.